Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, several attempts to insert the stylet were made but unsuccessful. Upon examination, insulation breach was visually confirmed on the rv lead. Insulation on the inside of the lead was spiraled. Another lead was used. Patient was stable and discharged.

Manufacturer narrative:
A complete lead was returned in one piece without a stylet. The reported event of helix would not extend/retract and insulation spiraled was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.